Event description:
According to the reporter during a retroperitoneal lymphadenectomy procedure, the handpiece started working normally and after a while it stopped working. It had inadequate sealing. There was evidence of energy delivery and end tones heard. It was used on adherence tissue with 1.5 mm thickness and was cleaned twice. It was able to complete 10 good seals before the issue occurred. It did not work even after cleaning and changing from ft10 to ls10. Another handpiece was opened and it both worked in ft10 and ls10. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)), vlls10gen, vlls10gen ls series vessel sealing gen (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.